Manufacturer narrative:
The hydrus microstent and delivery system were returned to ivantis for evaluation. The microstent met dimensional and visual specifications. Functional testing using the microstent and delivery system was performed; the device functioned as intended during advancement, release, recapture and retraction. The device was returned with a small amount of colorless residue (possibly ovd), not indicative of residual blood. The device history records were reviewed for this manufacturing lot and all released product met specification. The cause of the hyphema and the relationship to the hydrus implantation procedure are unknown. Hyphema and secondary surgical intervention are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A patient underwent combined cataract surgery with viscocanaloplasty followed by hydrus microstent implantation on (B)(6) 2022. The surgeon reported compromised visualization during microstent implantation due to excessive hemorrhage. A non-clearing hyphema of approximately 35% with retro-lenticular heme and marked visual compromise was reported. The hyphema was successfully evacuated and without patient harm.